Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported a left side "exchange of textured breast implants due to the patient¿s concern with the product." Patient representative reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced seroma, asymmetry, breast pain and soreness, extreme bruising, loss of strength or full range of motion in arms, persistent burning sensation, heat sensations, capsular contracture, mass under the arm or breast, chronic headache, chronic insomnia, thyroid nodules. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress, panic disorder, and anxiety, as well as loss of quality of life, ptsd, and depression; and other physical and emotional manifestations that are severe and ongoing.. Plaintiff has not been diagnosed with bia-alcl." Device has been explanted.